Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the peritonitis. On an unreported date in (B)(6) 2012, the patient began remedial treatment with fortum (1gm daily, route not reported) and vancomycin (2gm every 5th day, route not reported). It was unknown if the event of peritonitis had resolved. Dianeal pd2 ambuflex therapy was ongoing. Concomitant medications were not reported. The nurse stated it was unknown if the event of peritonitis was related to dianeal pd2 ambuflex therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.